Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint about the inability to track the system through anatomy was unable to be confirmed as no device/imagery was provided for evaluation. Available information suggests that patient factors (pre-existing endograft, tortuosity) likely contributed to the event. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during tracking. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for difficulty or inability to withdraw system with valve through sheath was unable to be confirmed as no device/imagery was provided for evaluation. Available information suggests that patient factors (pre-existing endograft, tortuosity) and/or procedural factors (non-coaxial withdrawal) likely contributed to the event. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during withdrawal. In addition, tortuosity may subject the devices to suboptimal angles which can contribute to non-coaxial alignment between the devices. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. The complaint for valve dislodging off balloon during withdrawal through the sheath was unable to be confirmed as no device/imagery was provided for evaluation. Available information suggests that procedural factors (withdrawal technique, device manipulation) may have contributed to the event as the valve was not retracted into the sheath prior to attempting withdrawal of the delivery system. Since the valve was not retracted into the sheath, it is possible for it to interact with the patient anatomy and get caught on the vasculature. Under these conditions, applying additional pull force could cause the valve to dislodge from the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, this was a native aortic valve case on a patient with an existing abdominal aortic aneurysm (aaa) endograft. A 16f esheath+ was inserted via the right femoral artery. A 29mm sapien 3 ultra resilia valve and delivery system were inserted but would not advance past the tortuous portion of the endograft. The 29mm sapien 3 ultra resilia valve could not be pulled back into the esheath. During removal of the valve and delivery system the valve came off the commander delivery system balloon and was stuck in the right femoral artery at the access site. Vascular surgery was brought in to cut down on the vessel and remove the sapien 3 ultra resilia valve. Cut down and removal of the s3ur valve were successful. Patient received multiple units of blood during the procedure and cutdown. Patient was sent to the ICU in stable condition. The procedure was aborted with no valve implanted.